Event description:
It was reported that the patient was kicked by a cow and experienced trauma in the area of the pacemaker. The system was revised. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).